Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the patient's catheter was replaced due to a catheter breakage at the distal segment. The patient experienced increased spasticity. The medication used within the system was compounded baclofen 2000mcg/ml at 350mcg/day. The patient was noted to have been alive and without injury. No additional information was available at the time of this submission.